Manufacturer narrative:
The pump passed the displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.